Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that a patient presented with a right ventricular lead that exhibited high capture thresholds and a drastic increase in pacing impedance. The lead was capped and replaced on (B)(6) 2020. Functionality was normal when checked the following day. The patient was stable.